Event description:
The facility representative reported a broken door latch during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump and found a broken door assembly. The reported condition of broken door latch was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.